Event description:
During an in-clinic follow-up, electrocardiograms (ecgs) were unable to be viewed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, electrocardiograms (ecgs) were unable to be viewed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.